Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, death appears to be related due to procedural circumstances in conjunction with patient pathology/morphology. The definitive cause for tissue damage that resulted in mr could not be determined. The reported patient effects of death, mitral regurgitation (mr), mitral valve injury (tissue damage) as mentioned in the instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the leaflet damage, surgery and patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was deployed, reducing the mr to 1 with a small lateral jet. A second clip (81203u258) was placed however the mr increased to 4 as the anterior leaflet was noted to be torn. A third clip delivery system (cds) (80914u260) was attempted to be placed however it failed to grasp both leaflets therefore the device was removed. A fourth cds (81203u156) was advanced and grasping performed however the clip could not maintain anterior leaflet insertion therefore the device was removed and the procedure completed with the mr remaining at 4. The patient was administered medication and required prolonged hospitalization when the patient died. Per the physician, the patient death was listed as due to severe mitral regurgitation and related to the device. No additional information was provided.